Event description:
It was reported that a patient had pocket seroma. There was "implant site effusion". It was noted that the sacral incision had mild redness, it was tender, and there was serious drainage. It was also noted that the patient had foul smelling urine and vaginal discharge. The patient was given cleocin, 600 mg, twice daily for ten days and a daily dressing change. It was noted that the patient had an emergency room visit and a physician office visit. It was stated that a wound culture was done that came back negative for organisms. Additional information received reported that the patient had a revision of the sacral nerve stimulator with irrigation and drainage. The patient visited the physician's office on the day of surgery. Additional information received reported that the patient had an infection at the pocket site. It was stated that this resulted in in-patient hospitalization. It was reported that the implantable neurostimulator (ins) and the lead were explanted on (B)(6) 2013. The patient was given cleocin, 300 mg, twice daily for 10 days. The patient was also given vicodin. The patient was admitted to the hospital on (B)(6) 2013 and discharged on (B)(6) 2013. Wound cultures from the right buttock area revealed a rapid growing non-tuberculous mycobacteria.

Event description:
Additional information received reported that the patient had the phase 1 surgery on (B)(6)-2013 and phase 2 on (B)(6)-2013. No additional information about the devices or event was provided.

Manufacturer narrative:
(B)(4).